Event description:
Nurse did not use the roller clamp while disconnecting the tubing with nitroglycerine assuming the blue channel lock clamped the tubing. Upon removing tubing from the channel the nurse stated that the blue clamp on tubing set did not slide forward completely thus resulting in a rapid infusion.